Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that alarm 47(control panel communication) occurred while being used on a patient, that was the second time the device has received an alarm 47 (control panel communication) and it also had a alarm 80 (non-recoverable system error) in the event log, arctic sun device was came in for service under warranty.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. Confirmed two alarm 47 in system log dated. Alarm 47 could not be duplicated at the depot. Preventively replaced control panel due to alarm 47 found in event log. Confirmed one alarm 80 in system log but could not duplicate at the depot. Device would not boot up during decontamination. During evaluation, unconfirmed decon tech report of control panel not booting up. Control panel was plugged back into isolation circuit card after device was received from decontamination and booted normal. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 47(control panel communication) occurred while being used on a patient, that was the second time the device has received an alarm 47 (control panel communication) and it also had a alarm 80 (non-recoverable system error) in the event log, arctic sun device was came in for service under warranty. Per sample evaluation results on 02jan2024, it was reported that the decontamination tech reported that the device would not boot up. Resolved during evaluation by plugging control panel back into isolation card.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. Confirmed two alarm 47 in system log dated. Alarm 47 could not be duplicated at the depot. Preventively replaced control panel due to alarm 47 found in event log. Confirmed one alarm 80 in system log but could not duplicate at the depot. Device would not boot up during decontamination. During evaluation, unconfirmed decon tech report of control panel not booting up. Control panel was plugged back into isolation circuit card after device was received from decontamination and booted normal. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that alarm 47(control panel communication) occurred while being used on a patient, that was the second time the device has received an alarm 47 (control panel communication) and it also had a alarm 80 (non-recoverable system error) in the event log, arctic sun device was came in for service under warranty. Per sample evaluation results on 02jan2024, it was reported that the decontamination tech reported that the device would not boot up. Resolved during evaluation by plugging control panel back into isolation card.